Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Additional information: approximate age of device ¿ 2 year, 3 months. (Calculated from the date when the system controller was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had power disconnect alarms at home. The patient was reportedly asymptomatic during the event. The patient changed the power module patient cable and system controller and had no further issues. A log file of the newly programmed system controller was reviewed by the manufacturer's technical services representative and transient driveline disconnect events were observed at the beginning of the log file. The log file also displayed a reset to the system controller's internal clock on 2 occurrences, appearing that the driveline had been disconnected and reconnected both times. Reportedly, the patient did not mention any issues with changing the system controller. The system controller remains in use by the patient. No further information was provided.

Manufacturer narrative:
Although system controller, serial number (B)(4), was not returned for evaluation, the reported pump/driveline disconnect events were confirmed via the analysis of the provided log file. The system controller was not exchanged at the time of the event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.